Event description:
The rptr stated that the pt received a uni2 total wrist implant system two years ago. The pt was making mashed potatoes and suddenly felt pain in her right wrist. She went to the hospital and it was determined that the stem of the carpal component of the device was broken. There was no history of a fall. Revision surgery was done.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.